Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose without consistency while using the ilet, with a cgm reading of 39 mg/dl and treatment with oral fast-acting carbohydrates per protocol; the user had recently restarted on the ilet, announced meals as usual, and was not taking external insulin. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that there were no findings available, the medical device problem could not be characterized due to insufficient information, and the device component assessment was limited for the same reason. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.